Event description:
It was reported that a patient newly using the ilet experienced recurrent low glucose overnight with a reported value of 68 mg/dl, treated multiple times with oral glucose tablets per prior coaching, which led to a subsequent rapid rise into hyperglycemia with a reported value of 256 mg/dl before glucose returned toward target; the agent advised that the ilet suspends insulin below 80 mg/dl and counseled on standard low treatment to avoid overtreatment. Symptoms included hypoglycemia with associated sleepiness/drowsiness, anxiety, shaking, and an episode of hyperglycemia. Outcomes included an unexpected medication intervention consisting of oral glucose use and no serious injury or device-related impairment. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment of lows; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.